Event description:
Complaintant indicated that the device displayed "defib fault 72", pacer fault 116" and the device failed to power with battery power. Complainant did not indicate that there was any patient involvement in the reported malfunction.